Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the swivel adaptor had "sheared off" from the base unit. No other info was provided. Add'l info has been requested.